Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 50¿s to 60¿s mg/dl. The customer had low blood glucose level due to settings needing to be adjusted. The customer also had high blood glucose level 223 mg/dl. The customer¿s wife declined troubleshooting for high and low blood glucose level. The insulin pump will not be returned for analysis.